Event description:
It was reported that automatic pullback failure occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During an ami procedure, and device was used normally upon pre ivus, but after the stent was placed, it was only able to observe the proximal. After that, while performing final ivus, pullback was unsuccessful, and the image stopped appearing, so it was reconnected and image reappeared, but it was unable to perform pullback successfully, so it was completed manually. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that automatic pullback failure occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. During an ami procedure, and device was used normally upon pre ivus, but after the stent was placed, it was only able to observe the proximal. After that, while performing final ivus, pullback was unsuccessful, and the image stopped appearing, so it was reconnected and image reappeared, but it was unable to perform pullback successfully, so it was completed manually. The procedure was completed with this device. No patient complications were reported. Device evaluated by MFR: kinks were observed in the telescope assembly from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, and retract, due to the returned condition of the catheter.